Manufacturer narrative:
The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the instrument log (attached) for the cardiere forceps (part # 470049-10/n10171129-0022) associated with this event has been performed. Per logs, the cardiere forceps was last used on (B)(6) 2020 on system sk1499. The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No investigation required as no image or video clip for the reported event was submitted for review. No additional log review was performed as this type of failure would not result in an error in the logs. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR field information: information for the fields in section a and section b was either unknown, unavailable, or not provided. The expiration date is not applicable. Not applicable because the product is not implantable. The information for initial reporter is not available.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the cardiere forceps had a broken wire. The site used a backup instrument to continue with the procedure. The procedure was completed with no reported injury.